Event description:
The customer reported the tubing inflated while infusing on a pump. No pt harm or medical intervention was reported. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. The customer stated the product will not be returned since pictures were sent.